Manufacturer narrative:
Additional information was provided in d.4., h.3.,h.6 and h.11. One open company device with tip protector was received in a plastic tray within in a bag for the reported issue of unable to retract stent as it appeared jammed and the stent came out in 2 pieces. The returned delivery system was visually inspected and was found to be nonconforming with the cannula bent. The stent was observed to be nonconforming as it was broken in two pieces. Functional testing could not be performed due to damaged of the delivery system. Upon removal of the stent from the vial the stent was pieces were dropped and could not be found, therefore the stent was unable to be visually inspected and photo graphed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent record were reviewed by the investigation site. Photos confirm the reported lot number and the stent is broken in 2 pieces. The returned sample was found to be visually nonconforming for the delivery system cannula bent and the stent broken in two pieces. How and when the cannula became bent and the stent broke into two pieces cannot be determined from the investigation performed and a root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an microstent implant procedure, surgeon attempted to prime the device prior to entering into the eye and was unable to retract the stent and appeared to be jammed. Once again on the field wheeled again forward, the stent came out of cannula in 2 pieces.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).